Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on (B)(6) 2016. The test wells in question which were unexpectedly negative from the instrument in question were visually weakly positive. This was well numbers one (1) and two (2), which were both known to be jkb antigen positive. The lot number of antibody screen strips used was r732. An immucor field service engineer (fse) visited the customer to assess the instrument in question on (B)(6) 2016 and the fse determined that the instrument was operating as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when tested on a galileo echo instrument.